Manufacturer narrative:
Block b3: exact date unknown, event occurred with the explant date provided by the patient prior to the date the manufacturer became aware. D6b: explant date: 2020. Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-50. Serial number: (B)(6). Batch/lot number: 18712738. Model/catalog description: coveredge 32 surgical lead kit 50 cm. Unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure. No further information has been obtained.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure. No further information has been obtained.

Manufacturer narrative:
Investigation results the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however response was not received; device history record it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. Block b3: exact date unknown, event occurred with the explant date provided by the patient prior to the date the manufacturer became aware d6b: explant date: 2020. Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-50 serial number: (B)(6) batch/lot number: 18712738 model/catalog description: coveredge 32 surgical lead kit 50 cm unique identifier (UDI)#: (B)(4).